Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 22-jul-2020 to ensure the initial concern is resolved - able to establish contact with customer's husband who stated that customer is no longer using the meter and is using another brand product. Husband did not have the meter/test strips and was not able to provide serial/lot numbers of the products. Husband stated that since the initial call customer had gone to the doctor due to to the high blood glucose test results obtained using the meter. Husband declined to provide any further details regarding the doctor visit. Note: manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of his wife. Customer states that wife has the true metrix, but does not want to use the meter as she is having a lot of issues with it. Customer refused to troubleshoot the products, states will contact his supplier for them to send his old meter/strips and supplies. Husband did not provide meter serial number or test strip lot number. At the time of the initial call, the customer felt well and did not report any symptoms. No medical attention associated with the use of the products was reported at the time. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. No further information was able to be obtained.